Event description:
It was reported that the right ventricular (rv) lead exhibited a rising threshold and increasing pacing impedance over the last year, per remote data. The rv lead was successfully explanted and replaced. The patient was stable with no adverse events.